Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that during pre op there was an issue with importing the new  mr scans to the existing patient which they succeeded in the end and it pro-longed pre op by less than 1 hour. Then during surgery, in navigation, the customer reported a froze screen. The representative was in contact and reported that it seemed like the issue was the camera did not recognize the frame and probe. After repositioning the camera the frame and probe were able to be seen and no more phone support was needed. 1 day later the doctor reported that the malfunction interfered with the life expectancy of the patient. Additional information is being gathered. Additional information was received stating that troubleshooting was performed and the showed error #64 and low memory warning. The ssd was replaced under a different case and the system worked as intended afterwards. The probable cause of the reported issue it seems that after the site switched to new MRI machine, the imaging protocol was not transferred. The image used in the procedure was not made according to the imaging protocol, the MRI image format used was not validated and shows as "not optimal" and spacing and thickness were not as recommended. These factors led to a bad registration which resulted in inaccuracy which led to customer abandoning navigation for this procedure. The next step is for manufacturer representative (rep) to go to the site to perform in depth troubleshooting. After they visited the site the imaging protocols were once again given to the health care professionals. The rep explained in detail to the site and re-trained them for clinical use of the navigation system.

Event description:
This patient had 2 separate tumor deposits. The navigation was off by 2 cm, so, we were able to remove the bigger deposit. We however did not find the small one that was less tha 1cm in diameter in spite of being in close vicinity of it. Leaving a tumour deposit behind statistically decreases life expectancy. His symptoms or his clinical status are irrelevant in this case. The location of the small deposit was not clinically eloquent.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the issue occurred during a tumor resection. The manufacturer representative thinks that the site perceive the system is not responsive because they can¿t see the tools. But the issue can have various reasons.

Manufacturer narrative:
Additional information received medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 1.2.0. The software team investigated the reported issue and the logs did capture multiple registrations which showed quite a bit of struggling for a good registration. They tried multiple registrations with minimum/best error metric of 2.3 mm. This was because they were using the scans (from a different MRI machine) which were not as per the navigation system protocol (scans were having different spacing and thickness). Apart from this the software team did not get any information regarding the cause of the reported issue. They found insufficient information on what cause the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.